Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have influenced the reported events. Based on this information, a cause for the reported worsening heart failure could not be determined. The reported recurrent mitral regurgitation was due to the worsening heart failure. The reported hospitalization and additional treatment were a result of case specific circumstances as the patient was hospitalized and another procedure was performed wherein another clip was implanted. The reported patient effect of recurrent mitral regurgitation and worsening heart failure are listed in the instructions for use (IFU) as known possible complications associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Date of event: date estimated. The steerable guide catheter device referenced is filed under separate medwatch report number.

Event description:
This is being filed to report after clip implantation, recurrent mitral regurgitation and heart failure occurred. It was reported that the first mitraclip procedure was performed on (B)(6) 2021 to treat functional mitral regurgitation (mr) with a grade of 4. One clip was implanted, reducing mr to <1. After the procedure, a left to right shunt was observed due to the steerable guide catheter (sgc) diameter and elevation of left atrial pressure of reduced left ventricular function. The atrial septal defect (asd) was closed using an asd occluder. Approximately, 7 -10 days after the procedure, the patient presented with worsening heart failure and increased mr grade of 3. On (B)(6) 2021, a second procedure was performed, one clip was implanted, reducing mr from 3 to 2. No additional information was provided.